Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) pressure and ECG cable is defective. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found the ECG cable and pressure cable to be defective and in need of replacement. So, in order to fix the issue, the fse replaced the pressure and ECG cable, now machine is working okay with new ECG cable and truwave if cable. The unit was then working fine.